Manufacturer narrative:
Stryker evaluated the customer¿s device at the product analyses center (pac) and observed that the device doesn't turn on when lid opened. The customer will receive a replacement device. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that the device doesn't turn on when lid opened. In this state the device may not be able to provide defibrillation therapy if it were needed. There was no report of patient use associated with the reported event.